Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a ureteroscopy stone extraction, after deploying the sheath, the physician attempted to remove the stone fragments. Shards from inside of the sheath were coming off of the sheath itself. The dm believes that the stone fragments were so large that they shaved the lining off of the sheath. They were able to complete the procedure successfully. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The complaint device was returned in a used and damaged condition. It was noted there was a long filament/ribbon exiting through the hub lumen, yet it remained attached inside the sheath. The filament was confirmed to be the liner (one layer of the composite flexor construction). Delamination was confirmed based on visual observation with endoscope and on customer's statements of the event and on complaint history. It is likely the inner surface was scraped when stones were removed through the sheath. The composite flexor tubing construction was not sufficiently laminated to resist this scraping; therefore, the tnrt filaments were pulled away from the inner surface. Quality engineering risk assessment was used to assess the risk to patient for delamination of flexor ureteral access sheaths and dilators and concluded that the risk to patient remains acceptable and no risk mitigation is needed at this time. We have notified the appropriate internal personnel and continue to monitor complaints for similar events.

Event description:
During a ureteroscopy stone extraction, after deploying the sheath, the physician attempted to remove the stone fragments. Shards from inside of the sheath were coming off of the sheath itself. The district manager believes that the stone fragments were so large that they shaved the lining off of the sheath. They were able to complete the procedure successfully. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.